Event description:
It was reported that the patient's right atrial (ra) lead became dislodged post implant. The physician elected to re-position the lead several months later. The lead was attempted to be re-positioned several times but was unsuccessful. The lead was explanted and replaced. It was noted after the lead was removed that the helix contained body tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.